Event description:
Tips of the dissecting forceps bent during surgeon's use in the or. Pt was undergoing dissecting of adhesions for endometriosis.

Manufacturer narrative:
The device has not been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation, and update the agency accordingly.